Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up post procedure, the patient complained about having extreme chest pain. Upon rechecking the leads, decreased atrial sensing and high capture thresholds were observed on the right atrial lead. The physician was concerned that the atrial lead caused a perforation. The lead was re-positioned and the patient reported feeling less pain. The patient is stable and recovering.